Manufacturer narrative:
This report contains correction in section h type of reportable event. Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/body fluid was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break located distal to the terminal end. A laboratory technician tested the helix mechanism and found it was nonfunctional, replicating the clinical observation. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.

Event description:
It was reported that this lead was explanted. No further information was provided. The lead was returned, and analysis was completed, and the report is updated with the product investigation results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/body fluid was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break located distal to the terminal end. A laboratory technician tested the helix mechanism and found it was nonfunctional, replicating the clinical observation. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.

Event description:
It was reported that this lead was explanted. No further information was provided. The lead was returned, and analysis was completed, and the report is updated with the product investigation results.